Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion sales rep. "[Name removed] is requesting bypass alarm assy indicating on unit which was received recently the bypass assembly does not trigger if he disconnects one the gas sources. [Name removed] indicated he changed the reed plate and appeared resolve the issue."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes are derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion technical support specialist and the carefusion failure analysis lab rep. The carefusion technical support specialist in conjunction with the customer determined that the root cause of the reported event was a failed blender bypass alarm assembly. The customer was shipped a replacement blender bypass alarm assembly to repair the device and return it back into service. The carefusion failure analysis rep evaluated the alleged failed blender bypass alarm assembly, verified the complaint and determined that the root cause of the failure was a faulty alarm reed plate. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.